Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). Field service personnel performed repeatability testing with 5 random samples with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of a questionable lactate dehydrogenase acc. Ifcc ver.2 result from the cobas c 303 analytical unit for one patient. The initial result was 372 u/l. The first repeat result was 176 u/l. The second repeat result was 183 u/l.

Manufacturer narrative:
The centrifugation time of only 5 minutes is short and is consistent with poor pre-analytical handling. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.